Event description:
It was reported that the customer experienced a delay in the pump touchscreen's response. There was no reported impact on the customer's blood glucose level. The customer support team confirmed no physical damage to the screen and suggested resetting the pump during the next supply change. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.